Event description:
User receiving tsh results that do not meet clinical picture. Initial result 48 miu/ml, repeat 45 miu/ml. Repeated on another analyzer, 9.0 miu/ml. Prior sample tested in 2008 was nearly 50 miu/ml. No information was provided to determine if initial result was reported. If additional information is received, appropriate notification will be provided.